Manufacturer narrative:
(B)(4): the device was evaluated by a philips field service engineer and the symptom was verified. The issue was localized to an energy select switch. The energy select switch was replaced. The device remains at the customer site. We are considering this a malfunction of the energy select switch.

Event description:
The customer reported that the device can't boot up. There was no reported patient involvement.